Event description:
It was reported that during device preparation, the novel implantable cardioverter defibrillator failed to be interrogated via bluetooth telemetry. The device was not installed during procedure on (B)(6) 2022. There was no patient involvement.

Manufacturer narrative:
The reported event of bluetooth (ble) anomaly was confirmed. Final analysis found the device was unable to communicate via bluetooth, however the cause of the bluetooth anomaly was unable to be determined. No other issues were found.